Event description:
It was reported that the surgeon was using the prod for an ileorectal anastomosis when the instrument was fired, half the staples were discharged while the others remained in the instrument. Surgeon completed the anastomosis by hand. There was no adverse pt consequence.